Event description:
It was reported that during a scheduled filter retrieval, the filter appeared to be tilted approx 45 degrees and had migrated caudally by one vertebral body. The filter's retrieval hook appeared to be embedded in the cava wall. The physician was unable to capture the hook with a snare. The filter remains implanted. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, a sample evaluation could not be performed. Image review: two (2) cds containing angiographic and CT images, and post-procedure reports were reviewed. The ivc filter type is confirmed to be a bard g2 x. The images of the initial deployment on 03/10/10 show the vena cava parallel to the spine and relatively straight. The filter was deployed using the femoral vein approach, and the filter appears to be fully expanded to the vena cava wall at the level of l2. There is a slight, clinically insignificant tilt (less than 10 degrees) of the filter, to the left. All twelve filter limbs are attached to the apex and are normally configured. Images taken on 04/09/2010 show the filter in the ivc, prior to the filter retrieval attempt. The filter is noted to be tilted approx 45 degrees, and is now seen at the level of l3, which indicates caudal migration of the filter approx one vertebral body from the initial placement position. There appears to be some slight tenting of the ivc wall by the filter apex, seen during the contrast injection. Images demonstrate attempts to reposition the tilted filter with an inflated balloon from the right femoral vein and with a snare loop from the jugular vein, and post-procedure reports included on the cd indicate that multiple attempts were made to reposition the filter from both access sites. The visualized attempts resulted in no change in the angulation or position of the filter, and final images show two filter limbs were distorted (notably curved) from their normal configuration. No other damage was noted to the filter and all the limbs appear to be attached. There were no images provided that could confirm the removal of the filter from the ivc. The slight ivc tenting that was noted on the angiogram, and the resistance of the apex to move from its position, despite multiple efforts made with various devices, might suggest that the apex was embedded within the caval wall. Based on the images provided, caudal migration of one vertebral body can be confirmed, as well as filter tilt and failure to retrieve the filter. Conclusion: the device was not returned. Based on the images received, the complaint is confirmed for difficult to retrieve, filter tilt and caudal migration. Definitive root cause is unk. The current IFU (instruction for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filter. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters, migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter tilt. Filter malposition. G2 x filter removal warnings: do not attempt to remove the g2 x filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. G2 x filter implantation precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Remove the g2 x filter using an intravascular snare or the recovery cone removal system only.